Event description:
A customer reported during a vitrectomy procedure that there was door illumination from the light source. The lights were changed out low intensity continued. Surgery was completed using an alternate light source with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).